Event description:
The medical clinic purchased a landmark scientific analyzer. There were many problems until a new unit was installed a yr later, and even subsequent problems with the new analyzer model gd 5029. In many instances the curvettes were scratched, chipped, etc and reagents did not register proper controls. Landmark suggested that the techs were not properly trained, which the clinic did not totally agree.